Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an automated impella controller (aic) had a battery failure. There was no patient involvement, and the aic was removed from service.

Manufacturer narrative:
The investigation for the reported console (aic) red alarm has been completed. The console was returned for evaluation. Battery failure alarm issue was able to be reproduced. Data logs were reviewed which confirmed the battery failure issue. There were multiple instances of battery failure alarms (transport connection blown/missing) and a single instance of battery failure alarm (low voltage) [v < 12v] found from the reported occurrence date. Results of running batttest on telnet revealed that ¿fu¿ was missing on battery 1 and that vcell2 in battery 1 had a voltage that was significantly less than the rest of the cells in that battery. Issue was determined to be caused by internal battery cell imbalance (found vcell2 of battery 1). Added- d9 device return date d4-updated model number.